Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: incidental findings: a controller self test was initiated, and the pump running arrow symbols were not illuminated. The device failed section 7.1 on the functional test procedure (document # 10007091 rev. B). The measured values indicated conductor breakdown with the underlying wires that did not result in any unexpected alarm or affect the system controller¿s ability to operate a test lvad. The reported event of wear and tear to the power cable was confirmed with the evaluation of the returned system controller (serial # (B)(4)). Visual inspection revealed a damaged strain relief with no visible issues to the underlying wires. The returned system controller was functionally tested using laboratory equipment and no functional issue was identified that could be correlated to the damage. The damage appears to wear and tear related due to the repetitive flexing of the connector. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller had wear and tear to the power cables. The patient did not know what caused the damage. There were no patient consequences. The controller returned for evaluation. No additional information was provided.